Event description:
It was reported that following physical activity, the user paused insulin delivery for sports and showering, did not resume insulin afterward, experienced prolonged hyperglycemia, then later received a large automated correction that led to hypoglycemia; subsequent education addressed proper use of the pause feature and app-based alerting. Symptoms included high and low blood glucose, with nadir approximately 50 mg/dl and peak indicated as ¿high,¿ and device alerts for both high and low glucose occurred. Outcomes included self-management at home with oral carbohydrates totaling about 46 g administered by a caregiver out of courtesy, no need for professional medical intervention, no assistance beyond parental support, and no acute complications. Investigation included review of device data logs and user interview. Investigation of this case revealed extended periods with insulin paused during and after activity and showering, followed by significant automated correction delivery when therapy resumed, which explained the subsequent hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user operation, specifically failure to resume insulin delivery after pausing, was the cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.